Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer¿s physician noticed the insulin pump was not delivering insulin. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The insulin pump was not okay to use. The customer was advised to discontinue use of the device. The insulin pump will not be returned for analysis.